Event description:
Boston scientific received info that this dextrus atrial lead had dislodged. No adverse pt effects were reported. A revision procedure was performed and the lead was explanted. No other adverse events have been reported. This product issue will be updated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There is no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.